Manufacturer narrative:
The service technician evaluated the stretcher and could not duplicate the reported condition. The technician also had the hospital technician evaluate the stretcher with him and the hospital technician could not duplicate the reported condition either.

Event description:
It was alleged, the brakes were not performing to specification. No adverse consequence reported.